Event description:
Deflation of right breast implant, followed by removal and replacement with mcghan. Initial use of device.

Event description:
Breast asymmetry after augmentation, followed by removal and replacement with mcghan. Pt wanted to be larger. Initial use of device.